Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d4 implantable cardioverter defibrillator (ICD), (B)(6) 2013. (B)(4).

Event description:
The patient presented to the emergency room. Upon interrogation, intermittent far field sensing was observed on the atrial channel, but was not altering the device function. The right ventricular (rv) lead and implantable. No patient complications have been reported as a result of this event.